Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) 2021 customer alleged pump received cosmetic damage on the screen. P-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratched lcd window and moisture damage electronic assembly. Unit received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Unable to download pump's history and trace files using thump due to frozen display anomaly. In summary, frozen display (flashing medtronic logo) due to severe corroded electronic assemblies. Cosmetic damage was confirmed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had water in the insulin pump screen. No harm requiring medical intervention was reported. The device was returned for analysis.